Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she was having issues with sensor adhering. Customer mentioned she had high blood glucose of 413 mg/dl, which she treated with manual injections. No troubleshooting was performed for high blood glucose event. Customer is not returning the sensor for further analysis.